Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the returned multifunction cable and CPR-d adapter and the customer's report was not replicated or confirmed. The multifunction cable and CPR-d adapter were put through extensive functionality testing, on an x series test device, without duplicating the report. The multifunction cable and CPR-d adapter were scrapped as a precaution. No trend is associated with reports of this type.